Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled? And ?pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corportation. The customer's reported problem of defib and pacer disabled messages were verified and confirmed. The root cause was traced to be the defib monitor flex cable. Therefore, the cable was replaced to resolve the report. The device was recertified and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.